Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. It was unable to be confirmed if the customer received sensor in said condition, due to customer returning opened and or used.

Event description:
It was reported that the customer was having issues with their sensor. It was reported that the sensor alarmed for change sensor. It was reported that the device would be replaced and returned for analysis. The customer's blood glucose level was reported to be 146mg/dl. No further information provided.